Manufacturer narrative:
Taper ii. Device evaluation summary: the device was returned to apollo for analysis, and visual examination confirmed the connector type as taper ii. Visual inspection noted dark brown particles on the outer surface of the port housing and port septum. Brown discoloration was observed on the base of the access port. Yellow discoloration was observed on the taper tubing. The access port taper tubing was observed to be bent. A port leak test was performed and no leakage was observed. A fill inspection test was performed and no blockage was observed. Microscopic analysis noted a dinner surface on the port tubing, consistent with wear and abrasion. Device labeling addresses the reported event of "leak(s)" as follows: precautions: care must be taken during band adjustment to avoid puncturing the tubing that connects the access port and band, as this will cause leakage and deflation of the inflatable section. Failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage. In order to avoid incorrect placement, the port should be placed lateral to the trocar opening. A pocket must be created for the port so that it is placed far enough from the trocar path to avoid abrupt kinking of the tubing. The tubing path should point in the direction of the access port connector so that the tubing will form a straight line with a gentle arching transition into the abdomen. Adverse events: deflation of the band may occur due to leakage from the band, the port or the connecting tubing. Warnings: patients should be advised that the lap-band ap® system is a long-term implant. Explant and replacement surgery may be indicated at any time. Medical management of adverse reactions may include explantation. Revision surgery for explantation and replacement may also be indicated to achieve patient satisfaction.

Event description:
Reported as: physician reported ,"the access port has been swapped. Connection damaged". Port has been removed and replaced.

Manufacturer narrative:
Unknown taper. Supplement #1 - medwatch sent to the FDA on 01/19/2017. In review of the event and reported complaint the event was incorrectly assessed and the updated code captures the report more accurately.